Event description:
Lot details received.

Event description:
During index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted. One was implanted to the 2nd obtuse marginal and one to the prox lad. Approximately 4 months post implant, the patient was re-hospitalized and a myocardial infarction (mi) confirmed. It is unknown whether the reported mi is related to the target vessel. The investigator did not indicate whether the reported event was related to the study device/procedure. Approximately 4.5 months post index procedure revasc of target lesion was performed. Reason for revascularization: restenosis. Two endeavor stents were implanted one to the lad and one to the marginal ramus. Investigator indicated that the reported event was related to study device. Approximately 8.5 months post index procedure, the patient was rehospitalized due to a second myocardial infarction. Repeat angiography showed restenosis at lad and marginal artery. It is unknown whether the reported mi was related to the target vessel. Approximately 5 days post 2nd mi CABG was performed. Reason for CABG: restenosis. The CABG was successful. The investigator indicated that both reported events were probably related to the study device. Ref MFR# 9612164-2011-00656, 9612164-2011-00657, 9612164-2012-00101, 9612164-2012-00102

Manufacturer narrative:
(B)(4). Results: myocardial infarction, revascularization.